Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of a broken main tube to be related to the reported complaint. The prograsp forceps instrument was found to have the main tube broken. A piece measuring 0.176" x 0.194" was returned. A piece measuring proximately 0.077¿ x 0.188¿ was not returned with the prograsp forceps. The root cause of a broken instrument main tube is typically attributed to mishandling/misuse. An additional finding related to the customer reported complaint was also identified: the instrument was found to have various scratch marks removed on the main tube. The scratch marks were 0.055¿ - 0.269¿ in length and were not aligned with the tube axis. The root cause of scratch marks /abrasions to the instrument main tube is typically attributed to mishandling/misuse. No photo or video was provided by the site for review. A review of the instrument log (attached) for the prograsp forceps (471093-11 /n10210802-0358) associated with this event has been performed. Per logs, the prograsp forceps was last used on 12-apr-2022 on system sk3166, with 5 lives remaining. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the end of the tube of the prograsp forceps was very damaged and completely fell. The procedure was completed with a delay between 15 and 29 minutes, with no patient injury. Furthermore, no fragment fell into the patient. Intuitive surgical inc. (Isi) followed up with the reporter and confirmed that no other information could be provided due to confidentiality.